Event description:
Same case as manufacturer # 6000093-2005-00311, 6000093-2005-00317. In 2005 the pt had undergone ptca and stenting of a severely diseased obtuse marginal (om) branch of the circumflex (cx), as well as the proximal cx with a taxus express2 3.50x16mm and 2.50x 20 mm drug eluting stent being implanted. Two days later pt developed chest pain with sudden diaphoresis and non sustained ventricular tachycardia and EKG abnormalities. Emergent cardiac catheterization was performed. Repeat coronary angiography demonstrated acute occlusion of the proximal cx. A jl-4.5 guide catheter was selected. A hi-torque floppy wire could not cross the cx but crossed with a pt-2 ms wire. The proximal cx was dilated with a 3.5 mm voyager balloon, reestablishing flow to the distal cx. The om remained occluded. The om was dilated with a 2.5 mm balloon. Repeat angiography showed reocclusion of the cx. An exchange was made to a platinum plus wire. Repeat balloon inflation was performed in the proximal cx, with residual filling defects noted, suggestive of thrombus. It was unclear if there was an anatomical problem, which led to the occlusion. A taxus express2 3.0 x unknown length stent was deployed overlapping the distal end of the 3.5 mm stent in the proximal cx to eliminate any distal edge dissection, though none was noted. The vessel was noted to have a filing defect proximally. Attempts to pass a taxus express2 3.5x 12 mm drug eluting stent into the proximal cx were unsuccessful. As the physician attempted to remove the stent, it came off the delivery balloon. It was very difficult to see, but he thought it was present in the proximal cx. A maverick 1.5 mm balloon was advanced to the mid cx and fully dilated. The stent was not evident anywhere, and it was felt to likely be situated in the proximal cx. A series of sequential dilatations were performed using a maverick 1.5 mm balloon followed by a maverick 2.0 mm balloon, followed by a voyager 3.5 mm balloon in the proximal mid left cx to fully expand the stent, if present. There wasd good angiographic result proximally. The intraluminal filling defect was no longer noted. There is a small intraluminal defect noted in the mid cx. The pt's blood pressure dropped to 60 mmhg and pt became a bit tachycardic. It was elected to terminate the procedure at this point and an intra-aortic balloon pump was inserted. The pt's blood pressure was then in the 130-140 range and pt was given IV metoprolol and pt's tachycardia resolved. The pt had no residual chest pain and the conclusion of the procedure upon transfer to the intensive care unit. The results were a successful reperfusion of the proximal left cx and unsuccessful reperfusion of the first om. The pt's status is reported as fine.